Event description:
This case is a solicited case report received from a non-specified reporter from united states on 30-mar-2016 who posted via social media a (B)(6) female consumer history with essure. Consumer had essure 205 (fallopian tube occlusion insert) inserted in 2007 for sterilization. Consumer's medical history included two children ((B)(6)). In 2007, following a complicated pregnancy with her son, as well as her lifelong battle with type I diabetes, consumer was strongly urged by her doctor to not have additional children even though she was only (B)(6). From day one, her life was never the same. She experienced abdominal pain, large blood clots, near hemorrhaging periods, weight gain, unexplained rashes, heart palpitations and chronic fatigue. All plagued the young mother of two in the weeks, months and years that followed the procedure. She missed work due to the pain and excessive bleeding. She lost her job and felt helpless as a mother and hopeless when no medical professional believed that something was terribly wrong. In 2010, consumer found out she was pregnant and she lost the baby shortly after (miscarriage). Two years later (2012), she was rushed to the emergency room (ER) after her pain became unbearable and the bleeding worsened. , an ultrasound was performed to check the implants and showed that the coils migrated from her fallopian tubes and were puncturing her uterus. At the (B)(6), she had to have a hysterectomy. The surgery revealed extensive damage to consumer's reproductive organs as a result of the device, as well as confirmed her suspicions that the nickel in the coils, which she was allergic to, was the root of some of the internal issues she had experienced. Following the procedure, depression set in as consumer's maternal desire for more children grew. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who became pregnant and had a miscarriage approximately 3 years after essure (fallopian tube occlusion insert) insertion. Two years later, an ultrasound scan was performed due to abdominal pain and bleeding (regarded as genital bleeding); it showed that the coils migrated from her fallopian tubes and were puncturing her uterus. The consumer underwent a hysterectomy. All events are listed according to essure's reference safety information, except for the reported miscarriage. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, limited information was provided. The consumer had a uterine perforation diagnosed 2 years after the pregnancy. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The remaining events were considered as related to essure, based on their nature and considering device's safety profile. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). A product technical analysis is being sought.

Manufacturer narrative:
A quality-safety evaluation was received on 05-sep-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) consumer who became pregnant and had a miscarriage approximately 3 years after essure (fallopian tube occlusion insert) insertion. Two years later, an ultrasound scan was performed due to abdominal pain and bleeding (regarded as genital bleeding); it showed that the coils migrated from her fallopian tubes and were puncturing her uterus. The consumer underwent a hysterectomy. All events are listed according to essure's reference safety information, except for the reported miscarriage. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, limited information was provided. The consumer had a uterine perforation diagnosed 2 years after the pregnancy. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The remaining events were considered as related to essure, based on their nature and considering device's safety profile. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs